Event description:
It was reported that during a lithoskop treatment, the pt received a ruptured spleen and emergent surgery was necessary. The system was checked by local siemens installation engineer. No problems were observed and the system was found to be within specs. Additionally, the requested system data (log files, and ellipsoid test) were analyzed by the development department, and no problems were found. The operator is responsible for the selection of adequate therapy parameters based on the pt's state of health. The recommended parameters are described in the system operator's manual, as well as contraindications. This event occurred in the (B)(6).

Manufacturer narrative:
Further contraindications and adverse effects of eswl are published in medical literature and publications. (B)(6)